Event description:
Customer stated, "the pad was draped over his right thigh. He smelt something burning and looked down and saw sparks from the cord at the top of the switch." The product was returned for investigation. An investigation was done to look into the customers complaint. The investigator observed that customer had been wrapping the cord underneath the switch, causing the cord to bend and cause tension on the area of the cord near the switch, causing it to break, and produce sparks. The investigator also observed that the pad was bunched and stained, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.